Manufacturer narrative:
Name: abbvie inc, street: 1 north waukegan road, city: north chicago, state: il, zip code: 60064. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient was hospitalized and had developed an abscess on the left lower abdomen at former infusion sites. An abscess incision was performed about two days ago.